Manufacturer narrative:
The elecsys troponin t gen 5 stat reagent lot number 86959402, with an expiration date of 31-aug-2026. The field service engineer inspected the module and found the incubator cover improperly installed, causing the sample and reagent probes to scrape against it. He reinstalled the cover. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat assay result from a patient sample tested on the cobas 6000 e601 module. The initial result from the module was 120 pg/ml. The repeat result from the module was 61 pg/ml. The repeat result from another module was 7.06 pg/ml. The initial result from the module was deemed high, prompting the rerun. The repeat result from the other module aligned with the patient's clinical picture.

Manufacturer narrative:
The investigation determined that the damaged tube in the improperly installed disc cover caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.